Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/03/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found multiple occlusion alarms due to high force. The total daily deliveries added up correctly and reflected the user¿s programmed basal settings. With the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Force sensor calibration reading and pump delivery accuracy were within specifications. Bolus exercises were completed and recorded correctly. The reported occlusion issue was verified in the black box but not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia resulting from a recurring occlusion issue. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was over 500 mg/dl with no associated symptoms reported. It was reported that the patient self-treated with site/set change and insulin via injection and pump. The patient allegedly had discontinued pump therapy with no recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. No information was provided regarding if the cartridge/tubing can be prime alone manually. Allegedly the reporter was unable to complete prime after tubing or cartridge changes. Review of cartridge use techniques indicated that the instruction for use was followed. The reported issue was not resolved with trouble shooting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged occlusion issue of unknown causes.